Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The unit was evaluated and the reason for return : " fill chamber ran out during procedure" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. This pump is 8 years old and has possibly seen heavy use in the field. A review into the depuy mitek complaints system revealed one other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the fill chamber on a fms duo ran out during a hip surgery. The sales rep reported that the tubing was swapped out and the pump was used to complete the procedure. No patient consequences were reported. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.